Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified and moderately tortuous vessel below the knee. A 3.0mmx220mmx150cm coyote balloon catheter was advanced but was unable to cross the lesion. The balloon was then inflated near the lesion at 12 atmospheres however the balloon ruptured. Flushing was continuously done and the device was simply removed from the patient's body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.